Event description:
Information was received via the (B)(4) study database that on admission to the hospital on (B)(6) 2014 the patient had an inr of 2. He was started on heparin drip when the inr was <2. The ldh increased from 200 to 700, concerning for vad thrombus. He was continued on a heparin drip, but the ldh level continued to increase. Testing for heparin induced thrombocytopenia (hit) was sent as he had developed thrombocytopenia; this was positive, but the c-serotonin release assay (sra) was negative. The ldh continued to trend upward despite a change to bivalirudin. A transthoracic echocardiogram (tte) on (B)(6) showed no change from previous tte; it did not show thrombus. CT angio of the chest did not reveal any thrombus. He was switched back to a heparin drip and the plan was for possible tpa; however the ldh started improving (peak at 1500, 500 on discharge). He went for left heart catheterization with evaluation of pressures, which revealed normal vad function, but did demonstrate stenosis at outflow tract of vad near the aortic root. The vad speed was adjusted from 3000 to 2800. He was continued on IV fluids and torsemide to prevent pigment nephropathy. Fluids were stopped after urine cleared of blood. He was also continued on home asa and started on dipyridamole with continuation of heparin drip at a rehab facility. The plan was to hold off on coumadin, continue on heparin drip (ptt goal of 70-90) and return for further management of outflow tract stenosis as an outpatient.

Manufacturer narrative:
Hvad pump hw4349 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. In addition, the review of controller log files revealed a drop in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The instructions for use contains warnings regarding placement and connection of the outflow graft to prevent kinking which may predispose thrombus. Additionally, guidelines for optimal patient management including therapeutic anticoagulation guidelines are outlined in the labeling. The company is seeking this information through the event investigation. Devices remain implanted.